Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without the device or any visual evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Procedure done under us guidance non co-axial. First fire no tissue. Physician grabbed second biopinc fired, no tissue.